Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (1) year since the subject device was manufactured. Based on the information provided, reprocessing could not be completed because the subject device leaked. As a result, the foreign material remained in the air/water cylinder and air/water channel. The suggested event is detectable and preventable by handling device in accordance with the following instructions for use. Instructions for use states the detection method in cf-190 series operation manual, chapter 3 preparation and inspection. Instructions for use states the preventive measures in cf-190 series reprocessing manual, chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white residue inside of the air/water channel and cylinder which resembled solution. There was no patient involved.